Manufacturer narrative:
Product complaint #(B)(4). Investigation summary ==> it was reported that this event didn't happen in surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis revealed that the rod for reaming guide holder (230774002) was found that the thread of the device is stripped. A dimensional inspection was not performed as it is not applicable to the complaint condition. The functional test was performed. The devices cannot be assembled together. The observed condition of the device was consistent with impacting the device off axis and possible before is fully threaded. The overall complaint was confirmed as the observed condition of the rod for reaming guide holder would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, the potential cause is traced to unintended user error and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. B3: date of event is an unknown date in 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Initial complaint reported an unknown allegation. The event did not happen in surgery. Update per investigational findings on 09/14/2023: products were found to have stripped threads.